Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed, including verification of cabling and signal settings, identification and resolution of an adapter configuration issue, adjustment of peripheral settings, and confirmation of printer functionality. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during a diagnostic colonoscopy procedure involving an olympus video system center. There was no patient injury reported.